Event description:
It was observed during the device inspection, that the focus cannot be adjusted because lens mount u is chipped, and that due to damage on camera connector, water tightness is lost. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: due to damage on camera connector, water tightness is lost and that because lens mount u is chipped, the focus cannot be adjusted. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: ¿if the endoscope is not securely locked, or if it is not held firmly when the locking ring is turned, it may fall and become damaged. Always fasten the endoscope lock knob securely and hold the endoscope firmly when turning the locking ring.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.